Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) female pt a popping noise was heard and a 3 inch in diameter burn was seen under the pad on the pts chest.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.